Manufacturer narrative:
The incorrect green gas cylinder was installed at some point during the cots service life and the owner's manual for this unit states that any repair of stryker products using parts not provided or authorized by stryker shall void the warranty.

Event description:
It was reported the legs extended slower than usual. There was no reported pt involvement or adverse consequences.